Manufacturer narrative:
The sample was not returned. A lot number was available. A DHR review performed. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
It was reported that the later fibers used during an endoscopic procedure snapped. The breaks happened during a flexible ureterorenoscopy + laser stone fragmentation. During laser stone fragmentation, there was rapid degradation of laser fiber with sheath breakage at the tip.